Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the investigation details, there were deep grooves cut into the drive shaft and corrosion built up on the driveshaft.

Event description:
It was reported that the device would not grasp a wire during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.